Event description:
It was reported that, during an in-clinic follow-up, episodes of noise and increased capture threshold values were observed on the right ventricular (rv) lead. The suspected cause of the event was myopotentials oversensing. An attempt to reposition the rv lead was made, but was unsuccessful. The rv lead was capped and replaced to resolve the event. The patient was stable.